Event description:
A pixel issue was reported on the pump display, which affected the customer¿s ability to interact with the pump. The event did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be sent to the customer, confirmed the shipping address, and provided instructions for returning the faulty pump with a pre-paid label.